Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining inconsistent white blood count (wbc) values, both high and low, for multiple specimens from a single patient analyzed on the coulter ac-t 5 diff autoloader (al) instrument. Per the customer, instrument generated flags were generated during each run. The erroneous results were reported out of the laboratory. The results provided by the customer are shown. A manual confirmation (i.e. Manual count) for each specimen was not performed. Per the customer, the higher wbc values are believed to be correct. At the time of the emergency room admission ((B)(6) 2011), the patient's diagnosis was indicated as pneumonia and diabetes. Per the customer, the patient expired on (B)(6) 2011. History of patient treatment could not be obtained from the emergency room for this investigation. However, the customer does not believe there was any affect to patient treatment as a consequence of instrument results.

Manufacturer narrative:
The specimen was collected via venipuncture in 2.0ml tube. The controls that were run before and after were within qc specifications. There was no service dispatched at the time of this event. Root cause for the erroneous results is unknown. Per bec labeling, patient sample results are generated from sample analysis. There may be instances when a patient sample results is flagged or a parameter numeric results is replaced by a flag. Carefully review all parameters, especially results with flags and/or messages.